Event description:
It was reported that the customer's insulin pump allowed a bolus amount greater than the amount of insulin remaining. The insulin pump also allowed a bolus when there was no insulin remaining. The customer did not receive notifications or alerts during the bolus. The customer did not realize she was out of insulin and thought she was delivering multiple boluses, only to become hyperglycemic. The esc button was disabled. The customer took more insulin than she was supposed to because of these issues. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).